Event description:
It was reported that the gastrointestinal videoscope displayed no image, and the image was intermittently turning on and off with an error code. The issue occurred during an esophagogastroduodenoscopy diagnostic procedure and was completed with a backup device. There were no reports of patient harm.

Manufacturer narrative:
E1-address-(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.